Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
Customer's diabetes clinical manager reported, the insulin pump had alarmed external ram crc error, unexpected restart, and displayable history crc check failed on startup. Customer was getting back on the insulin pump. The customer diabetes clinical manager declined troubleshooting. She agreed the alarms occurred after the device had been stored for a long time without a battery. Customer's diabetes clinical manager was advised the device would alarm the alarms when the device had been stored for a long period of time without battery.